Event description:
It has been reported to philips that the device's longitudinal stand did not stop at the work position. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that there is a malfunction in the geometrical movement. The device fails to stop at work position. Review of log files showed x-ray generator hardware related issues. Upon inspecting the system, rse determined that the stand longitudinal does not stop at the working position and leading to no possible operation further. Rse assumed that the issue occurred due to it collided with a foreign object during rotation. The rse advised to reboot the system. After the repairs, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred during planned treatment or non-emergency treatment. The device resumed normal operation as per its specification after rebooting. There was no malfunction of philips system. Based on the investigation results, philips concludes that the complaint is not reportable. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.